Manufacturer narrative:
The event description and device codes have been updated. The following information has been updated: b.3. Describe event or problem: it was reported that three 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a needle through the catheter which was noted during use. The following information was provided by the initial reporter: 22g insyte autoguard: the needle is not smooth. Catheter is broken. F.10. Device problem codes: 1354 h3. Other text : see h.10.

Event description:
It was reported that three 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a needle through the catheter which was noted during use. The following information was provided by the initial reporter: 22g insyte autoguard: the needle is not smooth. Catheter is broken.

Manufacturer narrative:
Investigation: our quality engineer inspected the samples and photographs provided. Bd received a total of seven 22ga insyte autoguard IV catheter units. Three units were without packaging and had all components present. Four units were within undamaged sealed packages from lot 8276890 and were with all component present and intact. One photograph was also submitted which displayed a 22ga bd insyte autoguard IV catheter unit which revealed the catheter/adapter with the needle tip piercing through the catheter tubing wall near the tip. The reported issue was confirmed with the three used units returned for evaluation as the needles were piercing through the tubing walls. Since the unit was received out of its original packaging, bd could not determine a definite root cause. We were unable to determine whether the unit was manipulated prior to use (user environment) or if the defect was caused by manufacturing. The returned unused units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report for these units. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that three 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a needle through the catheter which was noted during use. The following information was provided by the initial reporter: 22g insyte autoguard: the needle is not smooth. Catheter is broken.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a catheter that was damaged/defective/deformed which was noted during use. The following information was provided by the initial reporter: 22g insyte autoguard: the needle is not smooth. Catheter is broken.